Manufacturer narrative:
Correction: g1. 1750, 2120, 1930 = "l". 1928, 1871 = "nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received via medical records on (B)(6) 2022, the patient has experienced transvaginal mesh eroded into the right lateral bladder wall, fistula, worsening stress urinary, incontinence, recurrent utis and bladder infections, leakage, urgency, bladder, irritability, urinary retention, embarrassment, mental anguish, difficulty urinating, hypertension, recurrent vaginal pain, and required additional surgical and non-surgical interventions.

Event description:
As per additional information received via medical records on (B)(6) 2024, the patient experienced mesh erosion, prolapse, fistula, worsening stress urinary incontinence, recurrent urinary tract infection and bladder infections, flatulence, constipation, arthralgias, rectocele, leakage, urinary urgency, bladder irritability, urinary retention, pain, vaginal pain, bladder stone and required additional surgical and non-surgical treatments.

Manufacturer narrative:
2475 = "l." 1908, 2119, 2421, 1862, 3274= "nl." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the avaulta solo¿ synthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure, urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure., irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4). Per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, impairment. Reason for report: revocation of asr, report ID number: (B)(4), corresponding exemption number: e2013025.